Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported after the implant of the right ventricular lead, the r-wave and threshold measurements were not acceptable. The physician attempted to reimplant the lead in another location, and lead was not stable and stay in place. After another attempt to reimplant the lead in another location, the screw of the lead was stuck and would not extend. A new lead was used and was implanted successfully. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.